Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a 22.0 diopter aq2010v silicone three piece lens tore upon insertion and was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the injector system may have caused the lens damage.